Manufacturer narrative:
(B)(4). The root cause was assigned to a software failure.result: (software) better represents the reported problem than 403 (alarm).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 804:26 was confirmed during product evaluation. The root cause was assigned to a communication error where a reset manual tube release event occurred immediately after a power off event. The communication harness was checked, but was found to have no problems. No further action was needed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.